Manufacturer narrative:
A ge svc rep performed an evaluation over the telephone. A replacement x ray tube was placed on order. A svc call had been scheduled in order for a ge svc rep to more thoroughly evaluate the system. The svc call was postponed/cancelled. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 7600 would not fluoro. There was no adverse pt involvement reported. There was no pt info reported.